Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the after the software smr update the controller failed the test at step: disconnect power sources - no "no power alarms" sounds ((B)(6)) (controller was the primary controller). No log files were available. No demographic data provided as hospital wants to protect patients' privacy.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the controller's internal battery that supplies the "no power alarm" was found depleted and unable to be recharged. The most likely root cause of the reported event can be attributed to the controller internal battery (nimh pack) that has failed. Heartware has opened an internal investigation to evaluate the controller's internal battery (nimh pack). Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.